Manufacturer narrative:
The customer¿s report of an over infusion of morphine was not confirmed in the device logs or replicated during testing. During physical inspection the motor belt was observed to be frayed. There was a broken screw hole on mechanism assembly frame. ¿the customer provided an event date of (B)(6) 2019 at 4:18:35 pm. Review of the pcu event log could not be performed because all logs for the reported event date have been overwritten and are unavailable for review. ¿testing was performed using the customer¿s returned pcu and source pca modules. Results indicate that the system was within specification. See appendix for results. ¿customer did not provide the event syringe for investigation. ¿customer alleged an incorrectly placed syringe resulted in incorrect syringe selection options and provided a supporting image. The incorrect syringe options was replicated; not by the syringe placement, but by the label between the syringe barrel and the barrel clamp. The dfu states that if a label is between the syringe barrel and the barrel clamp, make sure that the label does not erroneously enlarge the barrel size of the syringe. The root cause of the customer¿s complaint of over infusion of morphine could not be identified.

Event description:
It was reported that the primary infusion of morphine 1mg/1ml in a 30ml syringe with a continuous dose/hour programmed at 1mg/1ml; pca dose programmed at 2mg/2ml with a lockout interval of 10 minutes and a 1 hour limit of 12mg, infused within one hour after initiation in the medical/surgical department. The patient was opioid tolerant and had no adverse effects caused by the event. The patient's end tidal co2 and pulse oximetry remained normal. Note: it was reported by 4 separate rns that when initiating the pca, the device gave the option to choose from all 4 of their pca programs in the library, after choosing the program the rn was asked to identify the size of the syringe. Usually, the morphine 30ml syringe is sensed by the pca module and only provides the option to choose between the 2 morphine programs. This anomaly occurred on (B)(6) 2019 during day shift and again at 1900 at change of the syringe, however, it correctly sensed the 30ml syringe when the 10pm syringe was initiated. It was later stated by the customer that they had discovered the issue and found that when the 30ml syringe is not placed into the device correctly, it will identify the syringe as a 60ml syringe. The customer later stated that they suspect that the event was caused by the syringe flange not being seated correctly and if this was found to be the case, they would like to explore corrective options to prevent a reoccurrence

Event description:
It was reported that the primary infusion of morphine 1mg/1ml in a 30ml syringe with a continuous dose/hour programmed at 1mg/1ml; pca dose programmed at 2mg/2ml with a lockout interval of 10 minutes and a 1 hour limit of 12mg, infused within one hour after initiation in the medical/surgical department. The patient was opioid tolerant and had no adverse effects caused by the event. The patient's end tidal co2 and pulse oximetry remained normal. Note: it was reported by 4 separate rns that when initiating the pca, the device gave the option to choose from all 4 of their pca programs in the library, after choosing the program the rn was asked to identify the size of the syringe. Usually, the morphine 30ml syringe is sensed by the pca module and only provides the option to choose between the 2 morphine programs. This anomaly occurred on (B)(6) 2019 during day shift and again at 1900 at change of the syringe, however, it correctly sensed the 30ml syringe when the 10pm syringe was initiated. It was later stated by the customer that they had discovered the issue and found that when the 30ml syringe is not placed into the device correctly, it will identify the syringe as a 60ml syringe. The customer later stated that they suspect that the event was caused by the syringe flange not being seated correctly and if this was found to be the case, they would like to explore corrective options to prevent a reoccurrence. Received a copy of the customer's medwatch report from FDA which states, ¿syringe not identified correctly by pump this caused an opportunity for staff to choose the wrong drug on the pump syringe was likely not fully engaged in pump."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: admission diagnosis: abdominal pain with history of colon resection. Concomitant medical products: bd plastipak syringe 30ml; td (B)(6) 2019.

Event description:
It was reported that the primary infusion of morphine 1mg/1ml in a 30ml syringe with a continuous dose/hour programmed at 1mg/1ml; pca dose programmed at 2mg/2ml with a lockout interval of 10 minutes and a 1 hour limit of 12mg, infused within one hour after initiation in the medical/surgical department. The patient was opioid tolerant and had no adverse effects caused by the event. The patient's end tidal co2 and pulse oximetry remained normal. Note: it was reported by 4 separate rns that when initiating the pca, the device gave the option to choose from all 4 of their pca programs in the library, after choosing the program the rn was asked to identify the size of the syringe. Usually, the morphine 30ml syringe is sensed by the pca module and only provides the option to choose between the 2 morphine programs. This anomaly occurred on (B)(6) 2019 during day shift and again at 1900 at change of the syringe, however, it correctly sensed the 30ml syringe when the 10pm syringe was initiated. It was later stated by the customer that they had discovered the issue and found that when the 30ml syringe is not placed into the device correctly, it will identify the syringe as a 60ml syringe.